Event description:
(B)(4). I am (B)(6). Ever since I have gotten it, I have had real bad cramps non stop to this day and I feel like something is pinching me. I have joint and muscle pain all the time. Now a headache that won't go away, my periods have been horrible real bad bleeding and cramps to the point where I dont wanna move .